Manufacturer narrative:
(B)(4). The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all additional relevant information. The other perclose proglide device is filed under a separate medwatch manufacturer report reference number.

Event description:
It was reported that suture placement in the right common femoral artery was attempted with proglide devices, using a preclose technique, via a 6fr sheath prior to an abdominal aortic aneurysm (aaa) procedure. Reportedly, the first proglide sutures were placed without an issue. The second proglide device could not be backloaded over the guide wire. A third proglide had a cuff miss. A fourth proglide worked without any issues. The sheath was upsized to 18fr. The aaa procedure was completed and hemostasis was achieved with the sutures of the first and fourth proglide devices. One proglide was used successfully in the left common femoral artery. There was no reported adverse patient sequela or clinically significant delay in the procedure or therapy. It was reported that the physician is trained in the use of the proglide device and established in the preclose technique. No additional information was provided.

Manufacturer narrative:
(B)(4). Evaluation summary: visual and functional inspections were performed on the returned device. The reported cuff miss was confirmed as a suture retrieval issue (incomplete blow through) was observed. The difference between the failure modes is often not discernable to the user. The investigation determined the reported difficulties and treatment appear to be related to circumstances of the procedure. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history of the reported lot did not indicate a lot specific quality issue. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.